Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 21mm trifecta valve was implanted on (B)(6) 2015. Aortic regurgitation was observed since 2020. No subjective symptom was confirmed to the patient. The patient was being closely monitored after that. During the follow up, aortic regurgitation was observed. On (B)(6) 2021, an emergent redo avr was performed. Upon explant valve, leaflet tear was observed on the stent post at ncc position, which extended toward the nadir of ncc along the stent. The patient has been in stable condition after the redo avr. No additional information was provided.

Manufacturer narrative:
Explant was reported due to aortic regurgitation. The investigation found that leaflets 1 and 3 were torn. There was fibrous pannus ingrowth on the inflow surface which extended onto all three leaflets. Calcifications were present in leaflet 1 and 2. All three leaflets had fibrous thickening. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, the tear in leaflet 1 was associated with calcifications and the fibrous pannus ingrowth noted on the inflow had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.